Event description:
Boston scientific crm received info that this right ventricular (rv) lead exhibited loss of capture. A chest x-ray confirmed that the rv lead had dislodged. A revision procedure was scheduled and a successful placement was achieved. At this time the product remains in service. If additional info becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.